Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the battery cap was damaged. The reporter confirmed that the battery cap was replaced within the last six months per the instructions for use. The reporter confirmed that there was no noted damage to the pump and there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.